Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The bolt attaching the left side of the head and foot sections of the frame sheared off and the frame collapsed while the end user was in the bed.